Event description:
It was reported that the device was used during a laparoscopic right colon resection. The device tissue pad fell off on to the exterior of the patient's abdomen and was recovered. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.